Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. It was alleged the pump cause the patient to experience a blood glucose greater than 250mg/dl and less than or equal to 500mg/dl with no symptoms. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: during investigation, the moisture corrosion was found in the battery canister with a leak. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The pump cover was removed to find no further moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.